Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 2 colony forming units (cfus)/100ml of dermacoccus, 1 cfu/100ml staph capitis, 10 cfu/100ml of micrococcus luteus and 100 cfu¿s/100ml of bacillus licheniformis. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Corrected fields: b3, b5. Updated fields: e4, h3, h6. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 4 cfus. Bacterial identification: roseomonas species, bacillaceae, micrococcaceae. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: it was reported that, during reprocessing, the colonovideoscope tested positive for greater than 100 cfus of bacillus licheniformis. The scope was retested and found 10 cfus of micrococcus luteus. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.